Event description:
It was reported that the device pump was unable to recognize the barrel clamp. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition a review of the event history log identified invalid syringe size. During functional testing using the syringe test, the reported issue was able to be duplicated. The tapered springe slipped over the collar the barrel clamp rod. The root cause of the issue is a known design related issue. A corrective and preventative action has been opened to address the reported issue. Replaced barrel clamp rod, tapered spring, barrel springe and barrel clamp slide and performed calibration on the pump and passed.